Event description:
It was reported that the insertion of the iab was without difficulty. However, aspiration could not be performed, and attempts to flush were also unsuccessful. As a result of this, the iab was removed and replaced. There were no reported pt complications.